Event description:
The customer reported that the insulin pump had an error alarm after changing the battery. The customer stated that the insulin pump kept resetting itself and did not allow selecting the prime menu once it is done rewinding. Advised the customer to revert to back up plan. The customer stated that she will treat her high blood glucose with a manual injection. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm and the screen was stuck on the prime menu as a result of a faulty motherboard.